Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2251047. D4. Medical device expiration date: 2023-06-30. H4. Device manufacture date: 2022-09-08. E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® buffered trisodium citrate plus blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: our analyzer does not accept the tubes when they are not filled to the brim. Thus, tubes were used differently and we had to discard the tubes with the above lot numbers (7 trays).

Event description:
It was reported that while using the bd vacutainer® buffered trisodium citrate plus blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: our analyzer does not accept the tubes when they are not filled to the brim. Thus, tubes were used differently and we had to discard the tubes with the above lot numbers (7 trays).

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. The expiry date of lot numbers: 2251047; 2251055 involved was 30th june 2023. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes has expired. Expired tubes will draw less volume than tubes still within their shelf-life based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode: underfill. Bd was not able to identify a root cause for the indicated failure mode.